Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple altitude alarms. The customer reported elevated blood glucose (bg) levels in the 600's (mg/dl) and administered an injection to stabilize bg level. During troubleshooting with tandem technical support, customer indicated that prescribed pump is sometimes "switched" for another person's pump. Recommendation was made to not switch prescribed pump with another user as it may lead to complications in diabetes management.